Manufacturer narrative:
Continuation of concomitant: 383069 lead, implanted: (B)(6) 2017.

Event description:
It was reported that during the implant procedure, the leads could hardly cross the sheath as there was great resistance and the leads could not be fixed. The catheter was replaced and the leads were implanted. The leads remain in use. No patient complications have been reported as a result of this event.